Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), the elecsys tsh assay (tsh), the elecsys estradiol iii assay (eiii), and the elecsys prolactin assay (prl) on a cobas 8000 e 602 module (e602). The sample results were different compared to results obtained with the centaur xp and abbott methods. The erroneous results were reported outside of the laboratory to the doctor. This medwatch will apply to the ft3 assay. Patient identifiers of the following medwatches for information related to the other assays: identifier (B)(6) = ft4 assay. Identifier (B)(6) = tsh assay. Identifier (B)(6) = eiii assay. Identifier (B)(6) = prl assay. Refer to the attachment for all patient data. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. Upon investigation, the ft3 value obtained by the customer could be duplicated. The sample contained an interfering factor to the ft3 assay. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.